Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a missing magnet. A field service engineer replaced the missing magnet to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to missing magnet. A field service engineer replaced the missing magnet to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.